Event description:
At 9:00 am a resident was injured. An eighty-eight yr old female was being weighed when the cross bar and hook fell, dropping the resident on the metal feet, fracturing her left fifth and ninth ribs. The lift was immediately taken out of service and tagged for repair.